Manufacturer narrative:
The company service rep examined the system and found a "communication error, front panel" message displayed. He found that the voltage on a 5 volt line was about 4 volts, even after cable connector/port cleaning. During further inspection, he noted "slow activation"; it disappeared when the front panel was detached. He replaced the power supply and the power cable. The voltage returned to the appropriate levels. Investigation, including root cause analysis is in progress. This report mailed in to FDA on: 10/10/2007.

Event description:
The customer reported, that the system reset during the phacoemulsification portion of the surgery. The system was rebooted, but that did not resolve the problem. Another system was brought in to complete the surgery. The surgery was delayed for three hours. When the operation was restarted, the cornea was clouded and it was not easy to operate. The next day, the patient had serious corneal edema, with whitening of the cornea.